Manufacturer narrative:
The customer provided log files and o2 gas path test, and analysis reveals issue corresponds to problem of alarm 388 triggered in combination with alarm 271 - "o2 supply failed - no o2 dosing possible." As such, technical team determined root cause of failure as defective o2 pressure regulator. Most likely restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. The customer has been requested to order a replacement insp block under warranty.

Event description:
The customer reported that during ventilation of a patient, the bellavista 1000 alarmed "technical failure 388 - no o2 dosing possible." The patient was transferred to a backup ventilator, and no harm is associated with the event.